Event description:
An affiliate reported that the hub of a 2.5x 18mm cypher select plus cracked during use. The stent was positioned at the target lesion. When the surgeon attempted to inflate the balloon, contrast leaked through a crack in the hub. The balloon did not expand, and the unit was pulled inside of the guiding catheter and removed from the pt without complication or injury to the pt. The procedure was completed with a new device.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt.